Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance about a leaking clearlink extension set with 3-port manifold. The leaking is occurring between the stopcock and the tubing, even after tightening. The baxter sales representative visited the facility for a refresher about the use of the product. An unknown pump was used. It is unknown if the leak occurred during priming or patient use; therefore, the solution being used is unknown. There was no patient involvement, injury or adverse event is reported. No additional information is available.